Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Part: 03.037.016. Lot: 9750917. Manufacturing site: hägendorf. Release to warehouse date: january 15, 2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: 03.037.023 lot 9258421: god general condition very slight scratches on the top. 03.037.024 lot t126445: clear use marks ¿ missing color marking. 03.037.026 lot 9768858: clear use / hammering marks. 03.037.016 lot 9750917: good general condition. 03.037.017 lot l629388: clear use marks - red color marking is missing. Functional test: 03.037.023 lot 9258421 ¿ fix-sleeve f/stepped reamer: tested with counterpart stepped reamer 03.037.022 lot f-14847: works as intended. 03.037.024 lot t126445 - tfna helical-blade impactor/ 03.037.026 lot 9768858 - connecting screw f/tfna helical blade+screw: tested with tfna blade 04.038.390 lot xte7858: connects as intended. Tested with 357.399 7752965 guide wire: passes as intended. Above construct additionally tested with the 03.037.016 (buttress/compression nut) and 03.037.017 (guide sleeve) part of the complaint: connects as intended. 03.037.016 lot 9750917 - buttress/compression nut: tested with 03.037.017(guide sleeve) of the complaint. Rotates freely. 03.037.017 lot l629388 - guide sleeve: tested with 03.037.016 (nut) /03.037.024 (blade impactor) / 03.037.026 (connection screw) of complaint and aiming arm 03.037.114 lot 8487067 / tfna blade 04.038.390 lot xte7858: connects as intended: blade rotates as intended when pushed through the guide sleeve, buttress nut stays in place and can only be rotated with an audible ¿click¿. Due to the missing color marks the ¿color check¿ is not possible. Summary: the parts that have been provided are fully functional. The complaint describes that the guide wire penetrated the humeral head during impaction of the blade. The guidewire is supposed to move independently form the provided parts. The guide wire used for the test did move freely and thus another reason for a jamming an thus displacement during impaction might be the original guide wire which was not provided. The complaint also describes that the sleeve penetrated the lateral cortex and contacted the nail. This is possible if the nut is sliding freely. The clicking and blocking of the nut is done in combination with the aiming arm which was not provided. Tested with the aiming arm at hand the nut functioned as intended. The original aiming arm that might be the reason for a free sliding nut and thus reason for an unintended change of depth was not provided. Furthermore, it was described that the blade was hard to insert and that the sleeve touched the nail. A misalignment between the aiming arm, the aiming arm attachment, the nail, the sleeve and the blade could explain this complaint. Due to the missing original components of that construct, this can not be evaluated. The missing color coding is not responsible for the described complaint. Even with the missing color-coding the instruments can only be assembled in the correct way but it might need some ¿twiddling¿ to assemble it. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020, the patient underwent open reduction internal fixation surgery for her femoral trochanteric fracture. During the surgery, the guide wire sleeve broke the exterior cortical bone and contacted with the nail. The surgery was completed successfully with 30 minutes delay. The patient outcome was stable. Concomitant device reported: unknown guidewire (part # unknown, lot # unknown, quantity 1), unknown reamer (part # unknown, lot # unknown, quantity 1), unknown hammer (part # unknown, lot # unknown, quantity 1). This complaint involves eight (8) devices. This report is for (1) buttress/compr-nut. This report is 5 of 8 for (B)(4).